Event description:
According to the information received, when selecting size 14 male speedicath, a nurse noticed no expiration date, lot no, or catheter type details were printed on each pack.

Manufacturer narrative:
The catheter was received for examination, which confirmed the pouch pack was missing printing; however, the catheter boxes were clearly labeled with the required information. A production documentation review indicates that there were some problems with printing and that a service mechanic had been working on the machine. Products were disposed of; however, it is possible that some products reached the market due to human error. There have been no complaints for the lots produced immediately before and after this lot. According to the information received, this product was not used and there was no injury. There have been no additional complaints registered for this lot. Production employees were informed of this reported incident and trained how to avoid this in the future. This report has not been seen before and we consider this to be an isolated incident.